Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called again and reported their settings weren't the same when they got home after they had adjusted them. The patient stated they thought their settings were at 2.5 but when they looked at their programmer it was only at 1.3. The patient said they have had a couple accidents since then and wanted to know if they should increase the stimulation. The patient was offered assistance with going through the steps of connecting to make adjustments, but they declined and wanted to speak to the manufacturer representative (rep). The patient mentioned they had an appointment scheduled in april but they didn't want to wait that long since they were having accidents now. The issue was not resolved through troubleshooting. An email was sent to the field. In response, the rep stated they met with the patient last friday [(B)(6) 2025] at the provider's clinic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the managing healthcare provider was contacted and an appointment was scheduled for april. The patient stated the therapy was working for them, once in a while they have an accident of the bowel, but they haven't figured out why. They stated that the cause of the device settings changing from 2.3 to 1.3 was unknown, they have to see a mdt rep for an appointment. The issue has not yet been resolved.

Event description:
Additional information was received from the patient. They reported that the cause of the device settings changing was unknown. When asked what steps would be taken to resolve the issue, they stated they had an appointment on (B)(6) 2025. When asked they reported that their therapy was not completely working for them at this time. At the appointment it was adjusted and they noted they will try for a month then "innodece" for another month if it doesn't work completely. They noted that they were waiting for their next appointment to determine next steps if therapeutic benefit was no improved. The device was still in use and there were no plans to replace or explant the device at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary dysfunction/sacral nerve stim. It was reported the patient said the therapy didn't seem to be working that well. Patient said they saw their healthcare provider(hcp) last month and they adjusted the stimulation, but the patient has not received benefit. Patient wanted to know if there was a way to look at their previous settings. Patient services reviewed. Patient services guided patient on how to increase stimulation. Patient was able to successfully increase stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Redirect to hcp if issue persists. Patient mentioned that they thought their therapy was at 2.3 but when they connected to their settings it was only at 1.3.